Event description:
The customer reported that while the unit was in use on a pt, the unit experienced a system failure. The unit was turned off and restarted again and it operated normally until another unit was available. The pt was then switched to another unit and therapy was continued. No pt injury was reported.